Event description:
The customer reported. "Damage to customer device" to the asp field service engineer (fse). Upon arrival, the customer reported an employee with hydrogen peroxide contact to the fse. The customer reported that the employee experienced the contact after removing a load from a completed cycle. The customer reported that the employee rinsed the contact area on their right hand under running water for 30 mins. The customer told the fse that the employee did not seek medical attention or require treatment and that the contact site had cleared by the next. The fse reported that customer told him that they knew that they had made a mistake by not having the vaporizer plate in place and that there was no reason for asp to do further f/u.

Manufacturer narrative:
The fse found the unit working to specifications. He found no vaporier plate in the unit, so he installed one.